Event description:
It was reported that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 4 inr. Within three hours, a sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 2.8 inr. The patients' therapeutic range was not provided.

Manufacturer narrative:
The customer's test strips were requested for investigation, but were no longer available. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." Occupation - the occupation is patient/consumer.